Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a known short to shield and was currently admitted to the hospital for suicidal ideation/attempt. The calculated flow/power consumption were both about 1 above when last documented on the patient on previous admission. The graph was not showing direct slope increase in these values rather some fluctuation. The cause of the fluctuation/down trending in flow and power was determined to be a returning gastrointestinal bleed (gib) with packed red blood cells (prbc). The patient had history of gib so could account for fluctuation as more variability in calculated flow compared to the power trend, and actually down trending a bit. Log files were submitted for review and there were no unusual events recorded in the log file event history. The equipment was operating as intended. The patient was discharged.

Manufacturer narrative:
Corrected data: section e3: occupation corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.